Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the investigation indicates that there was missing sealant at the light guide and forceps cover, cuts on the ultrasound transducer rubber and dents on the sealant on the light guide cover, forceps cover and transducer head. There was no patient involvement.